Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as > 10000 miu/ml accompanied by a data flag. The sample was then repeated at a 1:100 dilution and resulted as 1046 miu/ml. The 1046 miu/ml value was reported outside of the laboratory. The sample was then repeated and resulted as >10000 miu/ml. The sample was then repeated at a 1:100 dilution and resulted as 87619 miu/ml. The 87619 miu/ml value was believed to be correct. It was asked, but it was not known if the patient was adversely affected. No adverse events were alleged. The hcgb reagent lot number was 18003903 with an expiration date of 12/31/2015. The field service representative checked the analyzer and noted that the high voltage was on the lower end of specifications. He performed corrective maintenance and ran performance testing. He adjusted the high voltage to specification. He checked mechanism movement and this checked out good. Performance testing passed. The customer ran calibrations and controls with all recovering within specifications. A specific root cause could not be determined based on the information provided. It was noted that the sample was not centrifuged according to tube manufacturer specifications and this could be a possible root cause.

Manufacturer narrative:
A specific root cause could not be identified. No instrument issues were identified. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).